Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt something like an electrical shock in the back behind the pacemaker. Follow-up to the physician's office did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event.